Manufacturer narrative:
(B)(4). As patients discard supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a batch review for potentially associated lot (gd877282) and there were no defects noted during the manufacturing process. The root cause of this peritonitis incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
During troubleshooting for a separate issue, the caregiver reported to baxter's technical service representative that the patient had peritonitis. Baxter placed a follow up call to the patient's caregiver on (B)(6) 2010 who stated that the patient had a perma cath placed in her groin and would most likely start hemodialysis on (B)(6) 2011. The patient continues to be hospitalized for the treatment of this peritonitis. On (B)(6) 2010 baxter contacted (B)(6) who stated that the patient was initially hospitalized on (B)(6) 2010 and had an appendectomy on an unspecified date. She was unsure when the patient was discharged. Since that time the patient was re-hospitalized from (B)(6) 2010 to (B)(6) 2010 for peritonitis and has been hospitalized multiple times on unspecified dates for this peritonitis. (B)(6) reports that the patient had pd effluent cultures and blood work done but was unsure of the results. She verbalized that the patient continues to be hospitalized and is being treated with unspecified antibiotics for this ongoing peritonitis. There was no allegation against any baxter product. (B)(6) believes that this peritonitis is due to the ruptured appendix and subsequent appendectomy.